Manufacturer narrative:
It is not known if there was patient or surgical involvement. DHR review was completed. Part number: 03.221.015. Synthes lot number: p204209. Supplier lot number: n/a. Release to warehouse date: 26-jun-2015. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device evaluation: investigation flow: device interaction/functional. Visual inspection: no visual defects were observed on the returned device. The device was received with surface wear consistent with use and which would not impact the functionality. Functional test: the device was sent to the supplier ((B)(4)) for further investigation. The supplier functionally tested the device. The tensioner held tension without slipping but was out of tolerance with measurements of 33.4, 35.0 & 34.0kg. Nominal is 40-42kg. The tensioner was routed to instrument assembly for further evaluation. Again, the tensioner was found to be tensioning low with readings of 35.8, 35.2, & 35.4kg. This confirms that the device is out of tolerance. Thus, it was determined that the received condition agree with the complaint description and can be replicated. Supplier document review: the supplier also conducted a review their DHR documents and confirmed that the device met manufacturing specification prior to shipping. Manufacture date: 07/28/2014; date reported: (B)(6) 2018; days to failure: -1,283 days. Batch occurrence: 2nd occurrence for this batch. The supplier¿s review of past occurrences has determined that since january 2016 this is the 5th confirmed report of these specific tensioners (03.221 .015) measuring under nominal tension levels (40-42kg). Based on total units sold to depuy-synthes, since january 2016, the complaint rate for this specific failure mode is (B)(4). Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Cable tensioner with trigger handle: per drawing the ¿tensioner must be calibrated, 40-42kg, vender certification required.¿ during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: dimensional inspection was not completed as the issue is related to the internal calibration. Instead, the device tension was tested at the supplier. The device tested 33.4, 35.0, 34.0, 35.8, 35.2, and 35.4kg which are outside the specification of 40-42kg. Conclusion: the complaint condition is confirmed as the device tested below the specified tension requirement. A root cause could not be definitively determined as the circumstances over the 3 year lifespan are unknown. However, the supplier conducted a review their DHR documents and confirmed that the device met manufacturing specification prior to shipping. No design or manufacturing defect or deficiency was observed during the investigation. It is probable the device use and wear contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cable tensioner with pistol grip would not tension the cable. It is not known if there was patient or surgical involvement. Concomitant device: cable (part and lot unknown, quantity unknown). This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).